Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling during use. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per wi-000100100.

Event description:
On 2/14/2023, it was reported by a sales representative via email that an ar-9811 apollorf ablator's tip was becoming loose and unengaged. This was discovered during a shoulder scope procedure. Procedure was completed with the same device. Additional information received on 2/21/2023: this procedure took place on (B)(6) 2023 and did not break off inside the patient.